Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The device was returned for evaluation and the investigation confirmed for peeled outer layer and unraveling fibers, but rupture is unconfirmed. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq75104 pta balloon dilatation catheter allegedly experienced peeled layer, material rupture, and unraveled material. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.